Manufacturer narrative:
The pump was received with a frozen display during the startup count down. No audio/beep alarm tone occurred during testing. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to the frozen display. The problem was isolated to the motherboard. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump was frozen with a constant tone. The patient's blood glucose level was 400 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.